Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Review of patient's op notes confirmed that they were revised due to infection. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00786401100, femoral stem, lot # 63824065. 00875704801, shell, lot # 63978349. Unknown liner. Unknown biolox head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04074, 0001822565 - 2019 - 02775, 0001822565 - 2019 - 04066.

Event description:
It was reported that approximately 2 months post implantation, the patient was revised due to infection. Attempts have been made and no further information has been provided.